Event description:
Customer reported via phone call that basal rates were incorrectly set by healthcare professional. Customer had blood glucose of 46 mg/dl and was treated with chocolate. Customer has symptom of feeling fuzzy. Customer was educated on basal rates. Customer inquired on meter and sensor; customer was transferred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.